Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implantable neurostimulator (ins) would be replaced on (B)(6) 2018. It was unknown when the patient started experiencing issues with the ins. There was no information on why the ins was being replaced. No further complications were reported.